Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).depuy synthes has been informed that the lot number is not available. Associated medwatch number: 1221934-2018-50335.

Event description:
Second complaint created from (B)(4). It was reported by our sales rep that the manager of central processing department notified me that qty. 2 expressew 3's (ref: (B)(4)) were not functioning properly. The needle appears to either not fire, or get stuck. Multiple needles were used due to the possibility of a defective needle. No patient harm was experienced, and a different expressew gun was used to finish both cases. The exact times of incidents are unknown. There was no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. There is no information reported that could have resulted in the reported failure. A possible root cause is tissue debris in the expressew gun resulting in the needle getting stuck. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch number: 1221934-2018-50335.